Manufacturer narrative:
The authorized service representative (asp) evaluated the device and found the battery needs replacement. Upon conclusion of the evaluation, the customer not covered under any entitlement and not approved by region hence voiding the case. The customer has refused service by not providing means of payment for service. No further action at this time.

Event description:
It was reported to philips that the device failed operational testing. There was no patient involvement.